Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient had fallen and lost stimulation in their foot for pain. The caller also reported that the patient stated feeling stimulation up into the abdomen recently. The caller had reprogrammed the patient on the day of the call and got stimulation back into the foot and out of the abdomen, but it "felt different." The x-rays have been ordered but not performed. The patient stated that they had fallen shortly after implant. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer representative reported that reprogramming was done and the patient was no longer getting rib stimulation. The patient was getting great pain relief and the issue was resolved.